Event description:
It was reported that during a ptca/stent procedure, restenosis occurred with the zeta stent. The lesion was treated using another company's stent and the procedure was completed. The date of implant is unknown. No additional information was available.